Event description:
A discordant result for vitamin d (vitd) was obtained on an advia centaur xp instrument. The result was marked with an "error 2" flag. The customer reran the sample on an alternate instrument in the same laboratory. The initial result was not reported out. Only the repeated result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant high vitd result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and discovered a cracked acid pick-up straw. The fse replaced the straw. The instrument is performing within specifications.